Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump was received with a scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that, the battery compartment was damaged. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Pump received with cracked belt clip rail case corner and battery tube threads.